Event description:
Hydrothermal ablator kept reading dermal connector error. The machine was turned off and re-started. Continued to read error. All tubing, head coils switched out and machine re-started and re-primed. Continued to read error. Equipment use discontinued, procedure terminated.